Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries. The main batteries and battery harness was replaced to correct this condition. The device was evaluated on-site at the customer facility. A service history review revealed that this device was previously serviced for the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Upon further review, the cause of the damaged battery was due to user error.